Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that one of the patient's leads had migrated and their other lead was fractured. The ipg header suture sites were also not usable. Surgical intervention was undertaken and the leads and ipg were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.